Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up vvi, due to low battery voltage. The device was explanted and replaced and the patient was in stable condition.